Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Changing your pod chapter 3 / page 49: warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
Mother stated that the cannula came out from under the patient's skin and the pod was not adhered to his body while he was sleeping. The pod had been worn for between 24 and 36 hours. The grandmother took him to the hospital because of high blood glucose (no levels provided). He felt nauseous and was vomiting. The patient was diagnosed with hyperglycemia, large ketones, and mild dehydration. He was placed on IV of fluids (saline), was given 7 units of lantus, 3 units of novolog, and zofran. When his blood glucose was normal, he was discharged from the hospital. The mother activated a new pod for the patient.